Manufacturer narrative:
The investigation found the calibration and qc data were within specifications which rules out a general reagent or instrument issue. An interference due to the drugs modafinil and azithromycin can be excluded as they do not violate the interference specification for alb2 in the therapeutic concentration. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable alb2 albumin gen.2 results for one patient the cobas 6000 c501 module serial number (B)(4) compared to a competitor¿s platform. The reporter stated the same sample was tested on 3 cobas systems (twice on a 6000 and once on an 8000) and all three were non-comparable with the competitor platform. The reporter provided the following examples: the c501 result was 0.8 g/dl. The competitor result was 3.2 g/dl. The c501 result was 0.02 g/dl. The competitor result was 2.42 g/dl. The questionable results were not reported outside of the laboratory.